Event description:
It was reported the camera head image was dim and was non-functional. The issue occurred during preparation for a diagnostic laparoscopic hysterectomy procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned for evaluation and the customer's allegation was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.